Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, nodules, and granuloma reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): " inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended. " indurations or nodules at the injection site. " cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the cheekbones and nasolabial folds with juvéderm voluma" with lidocaine and juvéderm volift" with lidocaine. Ten days later patient was injected to the cheekbones and nasolabial folds with juvéderm volbella" with lidocaine. Four months later patient developed edema and had recurrent nodules of varying size rocking on all injection sites. A biopsy was performed and the radiography results of the biopsy showed granuloma reaction. Patient was prescribed solupred. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00900 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella" with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Additional information: model #/lot #, device manufacture date. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications.

Event description:
Healthcare professional reported patient was injected to the cheekbones and nasolabial folds with juvéderm voluma with lidocaine and juvéderm volift with lidocaine. Ten days later patient was injected to the cheekbones and nasolabial folds with juvéderm volbella with lidocaine. Four months later patient developed edema and had ¿recurrent nodules of varying size rocking on all injection sites.¿ a biopsy was performed and the radiography results of the biopsy showed granuloma reaction. Patient was prescribed solupred. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00900 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm volbella with lidocaine, also a device manufactured by allergan.